Event description:
It was reported that the essx handpiece was being used in a procedure when it was discovered that the part that connects the blade was missing, which resulted in a procedural delay of one hour and required additional anesthesia for the patient. The procedure was completed successfully, with no further adverse consequences for the patient or user.

Event description:
It was reported that the essx handpiece was being used in a procedure when it was discovered that the part that connects the blade was missing, which resulted in a procedural delay of one hour and required additional anesthesia for the patient. The procedure was completed successfully, with no further adverse consequences for the patient or user.

Manufacturer narrative:
The reported event of a missing part associated with connecting the blade/cutting accessory was not confirmed. There were no missing components in the returned device, and the returned device was able to accept and release multiple attachments during device evaluation with no problems. The customer was not able to provide any additional information on the reported event, and indicated that the reported event may have involved a case of user error. Since no further information was available on the reported event, and no related failure or malfunctions were observed on the returned device, no further root cause determination was performed for the reported event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.